Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of ?no picture displayed? Was confirmed during product evaluation. The root cause was assigned to lines on the main display. The user interface module display was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4)per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with no picture displayed. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.